Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a other (unusual product issue) issue. The reporter stated that the pump does not vibrate anymore for audio boluses or alarms; the pump makes a high pitched sound instead of vibrating. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 03/20/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/04/2014 with the following findings: during testing, the pump powered on with audible and vibratory tones. The bolus button was pressed and the pump emitted a vibratory tone. No issue was found with the vibration motor function.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.